Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-03534. It was reported that during a percutaneous transluminal angioplasty treatment procedure the catheter stuck on the guide wire. Vascular access was obtained via the femoral artery with an ipsilateral approach. The 100% stenosed chronic total occlusion target lesion was located in the moderately tortuous and non calcified external iliac artery (eia). A non bsc guide wire was exchanged to a 018 thruway guide wire. Predilation was performed with a 4.0-40/80cm sterling otw balloon catheter. A 10-49-75 wallstent was implanted and post dilation was performed with an unspecified balloon catheter. Ivus was performed using an atlantis imaging catheter. During advancement "slippage" between the thruway guide wire and the atlantis catheter was noted. The atlantis catheter and thruway guide wire became stuck. Both devices were removed. However, upon removal resistance was encountered and it was observed that the tip of the atlantis sr imaging catheter had detached outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.